Manufacturer narrative:
Article citation: azahaf, s., spit, k.a., de blok, c.j et al. Increased fgf-19 levels following explantation in women with breast implant illness. Scientific reports. 2025; 1-11. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "palpable axillary lymph nodes".

Event description:
Through journal article "increased fgf-19 levels following explantation in women with breast implant illness", authors reported that "out of 43 patients presented symptoms after explantantion, 8 had fatigue, 7 had myalgia, 4 had cognitive impairment, 4 had tingling sensations arms/hands, 2 had joint pain and 2 had sicca complaints," all of which have been deemed not device related. Additionally reported was "17 had palpable axillary lymph nodes". Affected sides are unknown. The status of all devices is unknown.